Event description:
It was reported that patient presented to office for heart pounding approximately two months after implant. The right atrial (ra) lead was found to have far field r-wave (ffrw) oversensing and some mode switches had occurred due to the oversensing. Adjustments were made to the programmed settings for the ra lead. The patient was seen for follow up again a month later and the feeling of their heart pounding and the ffrw oversensing was still ongoing. Additional small programming adjustments were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.